Event description:
Per the clinic, the patient experienced open circuit and atypical impedance resulting in the decision to explant the device. The device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.